Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, the physician advanced a swiftpac into the target vessel. While repositioning the microcatheter and swiftpac, the embolization coil unintentionally detached partially within the target vessel. The physician used a syringe to aspirate the detached embolization coil into the microcatheter and the microcatheter containing the coil was removed. The procedure was completed with a new swiftpac coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.